Event description:
It was reported that the user experienced frequent hypoglycemia, typically at bedtime and in the morning, after discontinuing meal announcements while using the ilet system; troubleshooting indicated the patient was overtreating hypoglycemia and received education, with no device alerts or alarms reported and continuous glucose monitor (cgm) data showing low and very low glucose in a small proportion of time. Symptoms included hypoglycemia with a nadir of 48 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included review of cgm reports, assessment of use behaviors, and user education on hypoglycemia management. Investigation of this case revealed user-related factors, specifically overtreatment of lows and lack of meal announcements, contributing to the hypoglycemia without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.